Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated the device was new and there was no new activity or changed done to contributed to the event. The patient was advised to turn device off should the jerking happen again which it has not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported jerking/ uncomfortable stimulation sensation. Patient further explained that she had the device implanted on thursday and last night out of nowhere she could not sleep because every thirty seconds to a minute, her body would jerk violently mostly her leg and arm. Patient said she is trying to find right settings since implant but yesterday is when her body would jerk .patient said she will try and turn her implant off tonight and see if that helps and will follow up with their health care professional. No further complications were noted or anticipated.